Manufacturer narrative:
The device referenced in this report will not be returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional information is received at a later date, this report will be supplemented.

Event description:
Olympus received a medwatch uf report number (B)(4) stating: "the patient underwent left ear tube removal, revision adenoidectomy and turbinate reduction. Child was discharged the same day in stable condition. Next day the parents called to report the child was experiencing blurred vision in the left eye. Child was re-admitted later that day. Patient underwent a number of diagnostics by neurology, radiology, ohns and ophthalmology and was diagnosed with ocular palsy of the left eye, sixth nerve. It is thought that the device used is too long and allows the coblation wand to potentially extend too far and past the naval cavity where it is intended to work. Md will no longer use this device on pediatric patients."